Event description:
It was reported that a bluetooth is off warning message occurred. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration - correction: please remove stt-or-001 and replace with correct line: sw11677. B5: describe event or problem ¿ correction. D4 catalog no - correction . H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bluetooth is off warning message occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.